Event description:
It was reported that prior to connection to the patient the new pump was not working properly, the plunger was not working. No patient injury was reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection found the device in good condition with no physical damage observed. Review of the pump event history log showed syringe plunger not in place messages. Functional testing confirmed the reported event. The syringe plunger not in place error was observed during the syringe test and the pump failed the syringe plunger test. The plunger board had broken off from the glue. The cause of this issue is design related and will continue to be monitored for any increase in occurrence. A device history record (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).